Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen turned black and went into maintenance mode.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked on the logs, confirmed no error was pointing towards the issue and requested for issue reoccurrence verification prior to the application reboot with the customer. The tss followed up with the customer, but no further updates received from customer, hence tss closed the case. The system functioned as intended after the technical support specialist investigated the device.